Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis and 3 cuffs were implanted, and the patient tolerated the procedure. On (B)(6) 2020, the patient presented stable with a ruptured aneurysm, and was treated for a type 1a endoleak. The patient had not been seen in follow up since the index procedure. Four gore® excluder® aaa endoprostheses were implanted, along with six aptus helix endostaples. The patient was awake during the procedure, and tolerated it well.

Manufacturer narrative:
Brand name - corrected to aortic excluder aaa endoprosthesis (c3).

Manufacturer narrative:
H10/11: narrative/corrected data - additional information was provided by the fsa. He stated that that the previously implanted excluder was several cm distal to the renal arteries. The proximal neck at the time of the rupture was very short and angled, less than 8mm long. The physician hoped to get the patient through the immediate danger by adding cuffs and staples. The patient was doing well as of 5/13. The aneurysm had shrunk 0.5cm on ultrasound. Device code 1: 2993 - additional information from fsa. Code 2993 added. Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications code 22 ¿ according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.